Event description:
Report received from (B)(6) stating that the device had an issue with noise and the locking mechanism was stiff/stuck. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported conditions of "noise and stuck locking mechanism" were confirmed. This drill has been power broken and rattles. This damage appears to be caused by abuse/misuse by the customer. This drill has not been cleaned in accordance with synthes anspach recommendations. If additional information is received, a supplemental report will be sent. Ref: (B)(4).